Manufacturer narrative:
The user reported that physician was unable to remove the sensor on the first attempt made on (B)(6) 2025. However,the sensor was successfully removed during second removal attempt on (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported that physician was unable to remove the sensor on the first attempt made on (B)(6) 2025. However,the sensor was successfully removed during second removal attempt on (B)(6) 2025.